Event description:
The user facility reports the following: the physician attempted to implant vena tech filter via right jugular approach. According to the doctor, when the filter was deployed, it did not open properly. During a subsequent unspecified attempt to get it open, the filter migrated to the right ventricle. A snare was inserted and attached to vena tech filter but removal was unsuccessful. The snare remained engaged with the filter. The physician decided not to perform any further intervention, and the patient is stable. A second filter was placed to prevent pulmonary embolism. It could not be determined exactly what technique the doctor employed in trying to open the filter. No further information is available on the patient's status.